Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported hole at 13cm external 9 cm. PICC was placed on the (B)(6) 2024, patient was receiving paclitaxel-pert-traz. Hole was found in PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-04581 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-04615.

Event description:
It was reported hole at 13cm external 9 cm. PICC was placed on the (B)(6) 2024, patient was receiving paclitaxel-pert-traz. Hole was found in PICC. No other information was provided.